Event description:
It was reported that the customer was unable to charge the pump due to the tandem-provided usb charging cable being broken. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.